Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached a pod4 using a lantern delivery microcatheter. The physician then felt resistance while advancing a ruby coil within the lantern and, consequently, the pusher assembly of the ruby coil became kinked. The ruby coil was, therefore, removed, and the procedure was completed using a pod packing coil and the same lantern. There was no report of an adverse effect to the patient.